Event description:
Nellcor puritan benett received a report on 10/31/2005 from equipment management that a unit did not provide an audio tone. The speaker has been upgraded. There was no patient harm reported.

Manufacturer narrative:
The unit was requested back for evaluation, but has not yet been returned.